Event description:
Additional information was received that the delivery catheter system (dcs) was not inserted into the patient when the left bundle branch block (lbbb) occurred.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot#: (B)(6), ubd: 30-jun-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon placing the non-medtronic (safari) guidewire in the left ventricle, a left bundle branch block (lbbb) was observed. During deployment, the lbbb temporarily improved. Following the implant of the valve, the lbbb persisted. There was no improvement in the lbbb until the patient left the procedure. One day following the implant of the valve, complete heart block (chb) was observed that subsequently recovered. Later that day, the chb returned with no signs of recovery. Therefore, a permanent pacemaker implant was planned.